Manufacturer narrative:
Returned device was received in damaged physical condition. The housing was damaged as well as the screen being cracked. During the evaluation of the device, the issue was immediately replicated on start up. The device alarmed ec 1260. The issue was found to be caused by a faulty circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error code 1261. There were no reported adverse events.